Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the thunderbeat 5 mm, 20 cm, front-actuated grip type s had one end of the polytetrafluoroethylene pad separated from the upper-jaw on the tip, but not totally separated, and there was no part to be retrieved. The issue was found in seal and cut mode one after inspection during the therapeutic hysteromyomectomy procedure. The procedure was completed with no delay with another of the same device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. One end of the ptfe pad (polytetrafluoroethylene pad) was separated from the upper-jaw on the tip. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a cause has not been identified, but it is likely that the peeling of the tissue pad occurred due to the following mechanism: the seal & cut output was performed when nothing was gripped in the gripping part (including after the tissue was cut), the tissue pad was worn and partly peeled off. The event can be detected/prevented by following the instructions for use which state: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained (identified via b5 and directly below). Olympus will continue to monitor complaints for this device. Additional information received corrects the previous report from no delay noted to there was a delay noted while exchanging the defective device to the new device of the same type but with a different lot number, used to complete the procedure.

Event description:
There was a delay noted while exchanging the defective device to the new device of the same type but with a different lot number, used to complete the procedure.